Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis concluded it was reported that during surgery a plate and two screws were positioned. At the time of placing the second screw, the head was broke and stitched on the screwdriver. The screw remain inside the plate without head. The procedure was completed and no damage to patient was reported. The patient status was reported as stable. To date no medical records have been provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. A review of the device history records for the provided batch did not reveal any deviations. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document were reviewed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as improper technique, inadequate design, and poor surgical practice. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.sign-off date 8/24/2020

Event description:
It was reported that during surgery a plate and two screws were positioned. At the time of placing the second screw, the head of this was broke and stitched on the screwdriver. The screw remain inside the plate without head. Procedure was completed. No damage o patient was reported. Patient is stable.